Manufacturer narrative:
The complaint device was received and evaluated. The device was visually inspected. The active tip shows signs of activation. There are signs of melting on the manifold between 6-7 o'clock positions of the tip. The sharp edges of the tip profile indicate that the device had not been activated for a lengthy period. Functional testing not carried out due to device condition. The root cause of this event has been reviewed against the supplier risk analysis and is consistent with the expected outcome of such an event. This complaint can be confirmed. A supplier CAPA investigation has been initiated to investigate this issue further in an effort to determine root cause and to identify appropriate corrective actions. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes (B)(4) complaints system revealed one other dissimilar complaint from this lot of devices that were released to distribution. Corrective actions to be identified through CAPA, if a root cause is found then appropriate corrective actions will be identified and implemented accordingly; there are none to be implemented at this time. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Two products were returned for evaluation on nov 23, 2016, but only one product was initially reported. The complaint file was updated to include the second device and an additional medwatch will be filed. Associated medwatch for second device - 1221934-2016-10527.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
During a shoulder arthroscopy, the surgeon connected the electrode and it was recognized by the vapr3 console. The surgeon used the electrode during approximately 5 minutes, then a few sparks appeared with the message a "output shorted" and the electrode didn't work anymore. The procedure was completed with same like product. Additional information received via email from the affiliate on 10-12-2016. Sparking was inside the patient. The device was new and not buried in tissue.